Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion (pbd). The battery life estimate displayed a decrease of 3 years within a time period of approximately 15 months. Technical services (ts) requested a device save to disk for analysis. Further follow-up and replacement was recommended. Replacement procedure will be scheduled in approximately 6 months. No additional adverse patient effects were reported. Currently, this device remains in service.